Event description:
Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Technical support planned to replace the pump and as a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.

Event description:
A malfunction alarm was reported with the pump, specifically the malf 3 code, which was not resettable. The impact on the customer¿s blood glucose level was not definitively reported, though it was noted to be high. The customer decided to use mdi as a backup therapy for insulin delivery while awaiting a replacement pump from cts. Cts confirmed the warranty status and shipping address, and provided instructions on putting the pump into storage mode, which the caller acknowledged. The caller was advised on steps to take upon receiving the replacement pump, and understood the requirement to return the malfunctioning pump via ups within 10 days.